Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up noise was seen on the right ventricular (rv) lead. In addition a sudden increase in pace impedance measurement was also noted but the values were not out of range. An rv lead revision was scheduled, while in the meanwhile the implantable cardioverter defibrillator (ICD) was reprogrammed to avoid inappropriate therapies. No adverse patient effects were reported. Additional information noted that a revision took place and a new lead was implanted while the old lead was surgically abandoned. The device remains implanted. No additional adverse patient effects were reported.